Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing ineffective stimulation as well as stimulation in the wrong location from her scs system. An sjm representative met with the patient but was unable to provide effective stimulation through system reprogramming. Surgical intervention took place on (B)(6) 2015 at which time the patient's lead was repositioned. Effective stimulation was reportedly restored postoperative.